Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "door error code" as a "door not fully latched" alarm. Eval found force required to secure door was above expected levels and if not applied would cause the unit to not recognize a closed door and produce a door not fully latched alarm. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump constantly displayed "the door error code." Any pt involvement, injury or med intervention is unk.